Manufacturer narrative:
Sorin group received a report that the s3 double head pump displayed an error message during setup. There was no patient involvement. A replacement front panel complete was provided to the customer and follow-up communication confirmed that the replacement resolved the issue and no further issues have been reported. A review of the device history record did not find any deviations or non-conformities related to the reported issue.

Event description:
Sorin group received a report that the s3 double head pump displayed an error message during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group received a report that the s3 double head pump displayed an error message during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.